Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, broken reservoir tube lip and reservoir tube cracked. No moisture damage was noted on electronic assembly.

Event description:
The customer's husband reported via phone call of moisture damage from the insulin pump. The customer's blood glucose level was in the 160s mg/dl. The customer stated that the pump accidentally fell into the water. The customer took the battery out and the screen buzzed and beeped. The customer reported the pump fell into the canal. The customer stated that the pump is alarming with no alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.